Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has two scs systems. It was reported the patient stopped recharging her ipg (implanted on (B)(6) 2014) as recommended. In turn, the device became inoperable over time. As a result, the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.